Event description:
It was reported that the stable patient presented in clinic for follow-up. Upon review, the pacemaker exhibited backup vvi operation. Troubleshooting could not be performed due to the device reached normal elective replacement indicator. The pacemaker was explanted and replaced on (B)(6) 2017. No further information available.